Manufacturer narrative:
Customer used expired product (exp. 2016-03). No investigation required.

Event description:
Customer reported that multidrug cups are sometimes testing positive for a test, eg. Cocaine, and then when sent to an outside lab for confirmation the results come back negative. No actual date(s) of occurrence were provided. No patient information or further details provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the us).